Event description:
There was no report of a device malfunction, any patient involvement, or specific event that occurred. No patient involvement was reported however, the limited information provided contains a picture showing a burned switch. No adverse patient impact or death reported.

Manufacturer narrative:
It was reported to draeger that the isolette c2000 had a shorted power entry module and switch when the device was not in use. The facility had a main power failure and when the power returned at a high voltage, the device that was plugged in sustained a short to the power module, the ground cable and the controller power cord. This caused a failure of the device which was later discovered by the user after power was restored and the device was not working. To resolve the issue the power module, ground cable and controller power cord were replaced. No further issues have been reported.

Event description:
There was no report of a device malfunction, any patient involvement, or specific event that occurred. No patient involvement was reported however, the limited information provided contains a picture showing a burned switch. No adverse patient impact or death reported.